Event description:
It was reported that during testing conducted at the manufacturer facility the device overheated. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the manufacturer facility the device overheated. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.